Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited failure to capture. The patient was asymptomatic. Programming changes were made. The patient was stable in condition.